Event description:
Taperfit stem centraliser broke into intra-operatively. Stem was implanted without a centraliser.

Manufacturer narrative:
Per -5134 final report. Addtional information including why the device was submereged in water prior to procedure and device lot code were requested in order to progress with the investigation of this event, it was stated that this was not normal practice for the surgeon to put it in water, they just did it on this occassion. The appropriate device details of the stem which this device was supplied with were provided but unfortunately the device lot code of the reported centraliser could not be identified and thus the manufacturing records could not be retrieved or reviewed. Corin do not advise of these devices to be submerged into water prior to use. Corin has not received any other reports where this device has been submerged into water and subsequently broken, therefore, this is considered to be an isolated event and the result of unintended use. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those places on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit stem centraliser broke into intra-operatively. Stem was implanted without a centraliser.

Manufacturer narrative:
(B)(4) initial report: additional information including why the device was submerged in water prior to procedure and device lot code were requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Once the appropriate device details have been provided, and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those places on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.